Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side implant exchange from textured to smooth due to patient's concern with the device and later reported "contracture" baker grade not specified. Device evaluation: analysis of the returned device identified: crease fold, opening on anterior and calcification (approx. 20%). Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth due to patient's concern with the device and later reported "contracture" baker grade not specified. The device has been explanted.